Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/ cramping") and menstruation irregular ("irregular menstrual cycles"). The patient was treated with surgery (on (B)(6) 2014, underwent a hysterectomy). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and menstruation irregular outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menstruation irregular and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.